Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return goods authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the turbine assembly appears faulty. The customer reported ventilator vent inop (inoperable). The customer reported the error log shows motor fault alarms. The issue occurred during pre-use check. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. The suspect turbine assembly would not maintain consistent output which duplicated the reported issue. The root-cause was isolated to the speed encoder within the assembly, it was found that the optical slit wheel was contaminated with some sections of the wheel blocked. This issue will be internally investigated within carefusion.